Manufacturer narrative:
The sample is not available for evaluation and a root cause for this incident could not be identified. If additional information is received, a supplemental report will be submitted.

Event description:
The patient was very lean, newly diagnosed diabetic who had been admitted by (B)(6) for management. An injection was delivered by nursing personnel into the child's abdomen. The needle had been used once previously that morning. The needle broke off in the patient. The child went to x-rays.